Manufacturer narrative:
The product was returned for analysis. Analysis could not confirm the reported event of getting hot. Pre-repair temperature testing could not be performed since the device was not working when received. Evaluation indicated there was foreign material built up on the motor and bearings. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that intra-operative the device got hot in 30 seconds and stopped working. Another handpiece was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.